Event description:
The manufacturing representative noted they will be mailing out the old ins today.

Manufacturer narrative:
The initial reporter is (B)(6) as was originally indicated on the initial MDR. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the ins stimulation was functionally okay and no significant anomalies were found. It was found that there was discoloration in the ports. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID :3708140, serial# (B)(4), implanted: (B)(6) 2008-, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that there was an extension quality issue. During a routine battery/implantable neurostimulator exchange, the health care provider noticed that it was difficult to both remove and reinsert one of the two extensions from the existing implantable neurostimulator into the new implantable neurostimulator. Upon further evaluation, it appeared that the material (plastic/polymer) surrounding the extension tail contacts had swollen to the point that its diameter was greater than that of the contacts; similar to the way a disc may bulge out of the plane of the vertebrae. There are no known environmental factors that contributed to this event. The health care provider attempted to wipe the lead and re-insert the lead into the new implantable neurostimulator with great difficulty. The health care provider used an 11 blade to remove the bulging material from the extension tail and was able to force the extension into the implantable neurostimulator using a debakey forceps. Three contacts were out of range upon impedance check: 3, 4, and 5. This was the best configuration possible after several attempts to insert the extension which resulted in more contacts out of range. The extension was left in the position with 3, 4, and 5 out of range. The out of range impedances were high impedances that measured greater than 10,000 ohms. The health care provider stated that there was seemingly no way to get all contacts to align, and he was not confident that 3,4 and 5 corresponded to the correct positions in the implantable neurostimulator due to the nature of how he had to pull and push on the extension to get any alignment. The issue was resolved the time of the report as stimulation was reprogrammed to avoid use of electrode 3, 4, and 5 and turned on post-operatively. The patient felt stimulation where he needed it and was pleased with the results. The health care provider stated that if there are further issues with coverage or impedances, that an extension replacement may be necessary; however extension replacement was not planned at this time based on adequate coverage. There was a yellow color noted in the explanted implantable neurostimulator compartment where the extensions plugged into. The extension in question was from the top 0-7 port per the health care provider. The health care provider suggested that it is possible that whatever caused the implantable neurostimulator to discolor may have also caused the extension material to expand.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.